Event description:
It was reported that after receiving a cardiac implant, the patient was "zapped" several times. The patient stopped using the neurostimulator. The patient attempted to charge and had coupling/communication issues. An overdischarge was suspected, as the device had been off for nearly 12 months. Additional information was requested.

Manufacturer narrative:
Lead: model 3777-45 serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Lead: 3777-45 serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. (B)(4).

Event description:
Follow up information indicated that the patient still had concerns regarding their therapy/device but was working with their healthcare professional (hcp) to resolve the issue. The patient stated that they "just don't like it" and was "just not happy with this way of treatment". The patient did have an appointment for (B)(6), 2012 with their hcp. If additional information is received, a follow up report will be sent.